Manufacturer narrative:
On april 28, 2021, mentor became aware that the serial number on the left side was (B)(6) , and right was (B)(6) . Hence, serial number under field d4 has been updated to (B)(6) on this form. Mentor also became aware that patient will have replacement on the left put in on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 23, 2021, mentor became aware that under the previous initial submission, both field h3 were mistakenly marked incorrectly since the device was discarded. It should have been as follows and has been correctly updated on this form: h3 device evaluated by manufacturer: not returned to manufacturer. H3 reason for non-evaluation: should have been blank. Manufacturer¿s reference number: (B)(4). H3 device evaluated by manufacturer: not returned to manufacturer h3: reason for non-evaluation: should have been blank.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left contracture; baker grade IV, and device re-use. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 225cc mentor smooth round moderate plus profile on (B)(6) 2020 and experienced capsular contracture; baker grade IV on her left side. On (B)(6) 2020, the physician washed and reused the same left implant and then on (B)(6) 2020, the patient was still experiencing capsular contracture, so the physician removed implant with no replacement.